Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the lead would be removed and replaced.  Unable to tell you if it will be returned as it up to the facility.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3889-28, lot# va11mx4, implanted: (B)(6) 2016, product type: lead. (B)(4) pertain to product ID: 3889-28, lot# va11mx4, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had a return to symptoms. It was noted that programming changes may have led or contributed to the issue. Impedance checks were performed and surgical revision of the lead was planned. The issue was not resolved at the time of the event. No further complications were reported/anticipated.